Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion at l2-3, l3-4 mixing rhbmp-2/acs with autograft and placing the mixture into brantagan cages, which were then placed into multiple levels. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2008: the patient presented with mechanical lower back pain, l3-4. The patient underwent l3-4 completion laminectomy and it was a redo laminectomy on the left; l3-4 posterior lumbar inter-body fusion with cage, bmp and local bone; l3-4 pedicle screw fixation and l2-4 posterior fusion with local bone. As per-op notes, " a cage filled with local bone was impacted. On the left side, bmp was placed in the depth of the disc space and then further local bone was packed next to the cage. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.